Event description:
The patient was undergoing a coil embolization procedure to treat an occlusion of the pelvic varices using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, the distal tip of the px slim became damaged while in use in the patient. Subsequently, a ruby coil unintentionally detached inside the microcatheter and was removed from the procedure. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated based on additional information received by penumbra distributor: 1. Section b. Box 5. Describe event or problem please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-0153.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01534.

Event description:
The patient was undergoing a coil embolization procedure to treat an occlusion of the pelvic varices using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, the distal tip of the px slim became damaged while in use in the patient. Subsequently, a ruby coil unintentionally detached inside the microcatheter. No additional information has been provided. There was no report of an adverse effect to the patient.